Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic paraesophageal hernia procedure, the surgeon was using advanced hemostasis mode and tissue pad burned off the clamp arm. The procedure was completed using same like device. There were no patient consequences reported. One device will be returned.